Event description:
It was reported that the crystalens at-50ao was explanted and exchanged two months post-operatively for a different lens model to address asymmetric vaulting. The pt's bcva before lens exchange was 20/25. The surgeon indicated that in his opinion, the likely cause of the event was expulsion of inferior haptic from the capsular bag. The pt's current prognosis was described as excellent. This event refers to the pt's left eye.

Manufacturer narrative:
Asymmetric vaulting is multifactorial in cause. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.